Event description:
It was reported that the lead exhibited a decrease in impedance from 800 to 400 ohms a few days after the implant. It was noted that there was no visible dislodgment seen in x-ray. The full lead was explanted and no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. This report is based solely on incoming information. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lfj159757v no anomalies found, full lead analyzed